Manufacturer narrative:
Medical device: 383069 lead implanted: (B)(6) 2017.

Event description:
It was reported that the patient presented to the emergency department due to pain by the implantable pulse generator (ipg) and internal hiccups that were due to the his bundle right ventricular (rv) lead dislodging. It was also determined that the rv lead exhibited high thresholds and loss of capture. It was also noted that there was far field r-wave oversensing due to the right atrial (ra) lead. The physician wanted to explant the his bundle rv lead and use the two existing rv and ra leads, but upon opening the pocket, it was determined that the pocket was infected. The system was explanted and later replaced. No further patient complications have been reported as a result of this event.